Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. Visual inspection found no visible damage to lens and debris and clear residue on lens surface. (B)(4).

Manufacturer narrative:
Lens exchange. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -11.0/+3.0/102 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting and lens rotation and was exchanged for a longer lens of similar diopter. The exchange resolved the problem. On (B)(6) 2017, the patient's post-op uncorrected visual acuity (ucva) was 20/20.